Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated code 102. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming pulse testing with associated code 102 - charge profile fault. The cause for the code 102 is broken leads on high-voltage capacitors c21 and c22 on the defibrillator board. The root cause for the broken leads on c21 and c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design changed ((B)(4)) to reduce the pca strain was approved by the FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted form the broken leads on c21 and c22. The last pt to use this monitor did not report any deficiencies.